Event description:
Customer reported nothing was printed on the package (including the cat. No., lot no., exp. Date, manufacturing date, product name, ID, od etc.).

Manufacturer narrative:
Based on available information this event is deemed serious malfunction. The product with the foreign matter on/in its packaging would not likely be used as this problem would be discovered on receipt of the product. The affected products would be expected to be replaced with new ones and should pose no threat to the patient. This problem would be discovered on receipt of the product. The affected products would be expected to be replaced. An analysis on the returned sample provided was tested and did not perform to our requirement. Such defect could probably been due to error of the printer during the multivac run and the defect was not effectively screened out during light test which leads to this complaint. A CAPA has been created to address the identified issue. Should additional information become available a follow-up report will be submitted.